Event description:
The manufacturer of a contact lens care cup for use with 3% hydrogen peroxide systems received a report that a lens cup burst. The cup was discarded by the patient and unavailable for evaluation. No patient injury occurred.